Event description:
It was reported that patient had low lead impedance. It was reported that patient experienced increased seizures and hospital admittance since this event occurred. They are unsure of error code, but there was a message of low impedance upon interrogation. The patient had a generator replacement surgery a few months prior. The representative later reported that the patient was not manipulating the lead. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported patient had surgery for possible lead revision. The generator was checked first with test resister pin, the generator was then cleaned and dried ensuring the pin port was dried thoroughly. The generator was then tried again and lead impedance was within normal limits. They closed the patient and did not perform a full revision. Representative later reported that she was contacted by the physician after surgery. The patient was seen in clinic for the first time since surgery. The device was able to be interrogated but every time a system diagnostics was performed the error code appeared and would not allow a diagnostics to be conducted. It would allow you to interrogate though and make changes to parameters but could not perform a diagnostics. Impedance was within normal limits but error 254 and low output current were seen. The low impedance, error code 253, and low output current are all indications of a reed switch stuck closed in the patient's generator. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. Internal investigation into confirmed cases was unable to determine a definitive root cause of reed switch failures. The primary root cause is believed to be reed switches sticking in the closed position after extended exposure to magnetic fields. The investigation also identified residual magnetic properties of the generator battery to be a potential contributor; however, testing performed during the investigation found the effect to be highly variable with each magnetic field exposure and any closure of the reed switch impacted by this phenomenon would likely be reversed by subsequent swiping of the patient magnet. Thus, the most likely contributor of the identified complaints is considered to be mechanical sticking of the reed switch blades. No other relevant information has been received to date.

Event description:
Internal generator data was later reviewed. Based on the available data, it seems that the reed switch had been working properly at the beginning of life but became stuck closed 9 months ago. The reed switch likely opened again sometime during the pin re-insertion surgery, but became closed again around a few months later. This is consistent with an intermittent reed switch failure. No known additional relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient's generator was explanted. The explanted generator has not been received to date. No additional relevant information has been received.

Event description:
The suspect generator was received for analysis. No other relevant information has been received to date.

Manufacturer narrative:
H3 other text: 02.

Event description:
Product analysis was completed on the returned generator.